Event description:
The facility reported a colleague infusion pump in which the open button was not working. This was identified during biomedical testing. No pt injury or medical intervention was associated with this report.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.